Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was a reported detached sensor wire. The sensor was inserted into the abdomen on (B)(6) 2018. No additional event or patient information is available. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined.

Event description:
The complaint states the patient experienced a missing/detached sensor wire. Product was provided for investigation. Confirmation of the problem was not confirmed via product. The probable cause could not be determined via product.